Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of system log file confirmed the reported problem. Upon functional testing fse found that bios battery was very low, and the hard disk was defective. To resolve the issue fse replaced bios battery and hard disk. After this the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.